Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The involved component is available for evaluation. The suspect device has not been received by carefusion.

Event description:
The customer reported xdcr (transducer) fault alarms while using the vela ventilator. The customer reported troubleshooting the suspect device by cleaning the exhalation valve body, diaphragm, and flow sensor. The customer reporter connecting all the vent circuits properly, but the issue was not resolved. The customer reported running calibrations, only to have repeated failure. The customer reported cross-checking the main control board pcb (printed circuit board) with a known good one, and the suspect device was working satisfactorily.